Event description:
It was reported that when the devices were used during a low anterior resection, the devices did not cut the tissue and staples just fell out of the staple line. Surgeon converted from a low anterior resection to an abdominal perineal resection. The patient received a permanent colostomy.